Event description:
It was reported that the subject device impedance increased between two follow-ups from 2.84 to 13.12 kohms. The device will be explanted on the (B)(6) 2015, and returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.

Event description:
It was reported that the subject device impedance increased between two follow-ups from 2.84 to 13.12 kohms. The device will be explanted on the (B)(6) 2015, and returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.

Event description:
It was reported that the subject device impedance increased between two follow-ups from 2.84 to 13.12 kohms. The device will be explanted on the (B)(6) 2015, and returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.

Manufacturer narrative:
Preliminary analysis showed that the electrical characteristics of the returned unit were within specifications.

Event description:
It was reported that the subject device impedance increased between two follow-ups from 2.84 to 13.12 kohms. The device will be explanted on the (B)(6) 2015, and returned for analysis. Preliminary analysis of the provided files showed a normal battery depletion.